Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. Prior to the procedure, the physician found that the fuse in the device power supply was burned out, and the system could not be powered on. The procedure was not completed due to this event. No patient complications were reported. It was further reported that only the imaging procedure was cancelled.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. Prior to the procedure, the physician found that the fuse in the device power supply was burned out, and the system could not be powered on. The procedure was not completed due to this event. No patient complications were reported.